Event description:
In 2008, my home experienced a power surge. My husband re-set the circuit breakers and all appliances and all electrical equipments, except my sunvision tanning bed, returned to normal operating conditions as each appliance and electrical equipment is equipped with a required internal electric power cut-off safety device, - ground fault circuit interrupter -. I called the company six days later, from whom I purchased my tanning bed to inquire as to where the re-set switch was on this device. I was told by a service tech that there was no re-set switch on this product. My husband then asked him if there was a ground fault circuit interrupter on this product. The tech said "there was a defect in the design, the tanning bed was designed without a ground fault circuit interrupter." Eight days later, my husband received a call at our home, after I sent a fax to president. The president stated, numerous times to my husband that "a tanning bed is considered to be a medical device and the FDA does not require medical devices to have an internal electric power cut-off safety device. -ground fault circuit interrupter-." If I had been in my tanning bed when this power surge occurred, I would have been maimed or worse, even killed. This device, by design, encloses human beings which are foreseen to emit sweat, -water-. This device has absolutely no ground fault circuit interrupter, not even a simple electrical fuse or breaker to protect users from grievous bodily harm or death from an electrical surge. This product has an inherent design defect that is dangerous to untold numbers of consumers that use this product each day. The user's guide failed to warn the consumer of this inherently life-threatening condition. The public needs to be warned of this problem. This tanning bed operates from a 220v ac source and has no electrical shock protection on it. Dates of use: 2008.